Manufacturer narrative:
Results: disassembled footboard control panel.

Event description:
It was reported by service report that the footboard control panel was disassembled. It is unknown if there was patient involvement or if there are adverse consequences to report.